Event description:
Same case as MDR ID: 2134265-2014-05698. It was reported that the tines of the array would not fully deploy. The patient was undergoing a radiofrequency ablation procedure of a tumor in the right kidney. A 3.5/15/15 leveen coaccess electrode was inserted into the patient and advanced to the tumor. The tines on the electrode were unable to fully expand in the tumor. It appeared the tines were unable to penetrate the tissue and were unevenly spaced when deployed. A second 3.5/15/15 leveen coaccess electrode was selected and the same issue occurred. The procedure was not completed. The patient is being brought back to use microwave. There were no patient complications and the patient status is listed as fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: one leveen coaccess electrode was received with heavy residue present on the device indicating use/ handling. The electrode array was retracted and heavy dark red residue was found on the plunger. A functional evaluation of the electrode was performed by extending the array with much resistance and the array was found to be covered in residue, some of which dislodged during the extension of the array. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05698. It was reported that the tines of the array would not fully deploy. The patient was undergoing a radiofrequency ablation procedure of a tumor in the right kidney. A 3.5/15/15 leveen coaccess electrode was inserted into the patient and advanced to the tumor. The tines on the electrode were unable to fully expand in the tumor. It appeared the tines were unable to penetrate the tissue and were unevenly spaced when deployed. A second 3.5/15/15 leveen coaccess electrode was selected and the same issue occurred. The procedure was not completed. The patient is being brought back to use microwave. There were no patient complications and the patient status is listed as fine.